Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 28/45 kit w/slot. The customer states that the doctor imbedded the catheter on (B)(6), and he found the catheter body cracked in the suture underwing 0.8 centimeters away and it showed obvious periphysis on (B)(6). No pt injury. The catheter was pulled and replaced on (B)(6) 2013.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.